Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin squirts out of cannula and buttons were sticking and had to press hard to get work. The insulin pump had unexplained no delivery alarmed and rejected new batteries. The customer stated that they had to change batteries less than every two weeks and insulin pump had louder rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.